Event description:
An implant card received on (B)(6) 2013 indicated that this vns patient underwent generator and lead revision due to battery depletion and lead discontinuity on (B)(6) 2013. Review of programming history showed that a system diagnostic indicated high impedance on (B)(6) 2012. Follow-up showed that the patient was well-managed with an awareness of stimulation cycles. Since the patient and physician were happy with the treatment results, it was never investigated more closely. The event was believed to be related to fibrosis. The plan was to wait until battery depletion and then investigate the electrode, replacing it at that time. There was no known manipulation or trauma. During surgery, x rays were taken, but nothing could be seen. In theatre, the generator was replaced, but impedance was still high. The surgeon then decided to replace the lead as well. There was a large amount of scar tissue, and it took almost three hours to get to the vagus nerve. The new lead was placed, but there was still a lot of scar tissue on the vagus nerve, and the impedance was still high with the new lead. The surgeon decided that the high impedance was due to the scar tissue and that since the patient was doing well, no additional intervention would be taken. The explanted lead was discarded and the generator is the patient's possession.

Manufacturer narrative:
Analysis of programming history.